Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close to allow the clips to be applied. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application. The type of clips used were weck polymer ligating medium-large green hem-o-lok clips. The surgeon was able to clip more than once before the issue occurred. The issue was resolved with a backup clip applier instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. The complaint was confirmed by failure analysis.